Manufacturer narrative:
Evaluation summary: the femoral component and patellar component are compatible. Neither x-rays or op-notes were provided. Based upon the available information, a cause for the reported pain cannot be determined. There are no indications, however, of product contribution. Evaluation: review of the device history records for the patella component did not find any deviations or anomalies. Review of the device history records for the femoral component was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that after surgery, the physician pulled on the pt's leg and pain has been experienced since this occurred.